Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 a yellow wrench driveline fault alarm sounded while the system controller was connected to battery power. The patient reported not feeling well at the time and presented to the emergency room. No specific symptoms were provided. It was reported that the lvad sounded static and no driveline kinks were palpated. Log file review by a representative of the manufacturer¿s technical services confirmed the driveline fault alarm. The alarm was cleared and was not reproduced when the patient changed positions. The patient was discharged home and no further alarms occurred until (B)(6) 2017 when another driveline fault alarm sounded. The system controller was exchanged. When data from the new controller was reviewed, the driveline data matched the data from the prior system controller. On (B)(6) 2017 another driveline fault alarm occurred while the patient was cooking. The patient was reported to be asymptomatic and no other alarms were noted. The driveline fault alarm was cleared and did not return for the approximately 30 minutes the patient was monitored. A series of follow-up log files were submitted to the manufacturer¿s technical services in order to monitor the status of the driveline and driveline fault alarms. Analysis of several log files concluded that the issue appeared to be sensitivity of the system controller. On (B)(6) 2017 the log file showed no change from the previous potential degradation of the driveline¿s brown wire. Log file review on (B)(6) 2017 found no significant change when compared to a log file submitted on (B)(6) 2017. On (B)(6) 2017, the system controller was exchanged for persistent alarms, and the new data appeared to show additional degrading to the driveline phase in question. A log file submitted on (B)(6) 2017 was reviewed and found to contain multiple driveline fault alarms. The issue was still with the same phase; however, there did not appear to be any additional degradation since the last log file was reviewed. The remaining phases appeared normal. It is not clear if the driveline degradation is internal or external to the patient. The alarms are persistent, but were not reproduced with position changes. The lvad clinicians considered an external percutaneous lead (driveline) replacement; however, it was decided not to go ahead with it due to the potential risk of introducing compromise to the redundant wire to the brown wire. The surgeon reportedly is not considering a pump exchange until the patient loses weight. Throughout the continuous monitoring of the system controller log files, no speed drops or pump stoppage events were observed and none were reported. There has been no report of any interruption in lvad support.